Event description:
It was reported that during a gluteal tendon repair surgery, one (1) healicoil knotless anchor cracked at the distal end of the coil upon insertion, despite good bone quality and adequate site preparation. The insertion site had been prepared using a 4.75 mm tap, and all debris was confirmed to be cleared prior to insertion. The anchor was found to be cracked and had fragmented. All fragments were successfully retrieved using a grasper during the procedure, and no material was left inside the patient following removal. The back-up device was subsequently used in the same prepared hole without the need for additional drilling. The procedure was resumed without any delay using a competitor device (arthrex swivelock). No void was left in the patient, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.